Event description:
It was reported that on a prodisc (c5-c6) procedure, as the surgeon was removing the vertebral body retainer after placing the implant, one of the arms broke off the retainer. The broken piece was retrieved, and the surgeon completed the procedure with no further problem. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No irregularities were found during the device history record review. The product evaluation visual inspection revealed one leg of the vertebral body retainer returned which was cracked and broken. The condition of the other leg is in good condition. Given the condition of the device and the abnormality of the complaint, it is likely that it was damaged in a manner outside of normal loading under the surgical technique such as over distraction. The cause of this failure is unable to be determined from the information in this complaint. This complaint was deemed invalid from a design standpoint.